Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable tpuc3 total protein urine/csf gen.3 results for 1 patient urine sample on a cobas 8000 cobas c 502 module. The initial tpuc3 result was 2.34 g/l. A urine dipstick test was performed and it showed a very low protein concentration. A week later, the sample was repeated and the tpuc3 result was 1.73 g/l. A 1:2 dilution was performed and the result was 0.75 g/l. The sample was repeated again and the result was 0.50 g/l.